Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k): k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2012. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported physical limitation, and pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Rpn and lot# are unknown. The following allegations have been investigated: vena cava (vc)/organ/aorta perforation, tilt, physical limitation, pain. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, h6. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right internal jugular vein. Patient is alleging tilt, vena cava perforation and organ perforation. Patient further alleges aorta perforation, physical limitation and pain. Report from computerized tomography (CT): "superior extend of ivc filter is at the l1 vertebral body. Inferior extend l2-l3 disc space. A total of four prongs have perforated the ivc, series 3, image 30. Maximum distance prong perforated is 11 mm, series 401, image 40. One prong extends to the anterior wall of the aorta, seen best on axial image 29 of series 3, coronal image 40 of series 401, and sagittal image 70 of series 400. Corona image show 10-degred tilt of filter superior right to inferior left, series 401, image 45. Sagittal images show no significant tilt. Diameter of ivc directly above filter measures 26 mm x 20 mm, series 3, image 20." "One prong extends into the anterior wall of the aorta, seen best on axial image 29 of series 3, coronal image 40og series 401, and sagittal image 71 of series 400."